Manufacturer narrative:
The complaint investigation for false negative alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 47557fn01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house specificity testing of a retained reagent kit of lot 47557fn01 was performed. All controls met specifications, indicating that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 47557fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I hbsag result for one patient sample. The following results were provided: (customer provided reference range: 0-0.05 iu/ml). Initial result = 0.00 iu/ml, second test result = 19.99 iu/ml, 20.22 iu/ml and 20.16 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number : (B)(6). This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I hbsag result for one patient sample. The following results were provided: (customer provided reference range: 0-0.05 iu/ml) initial result = 0.00 iu/ml, second test result = 19.99 iu/ml, 20.22 iu/ml and 20.16 iu/ml no impact to patient management was reported.